Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. It was determined that the since robot was not hooked up to system, they could not diagnose but will bring patient side manipulator (psm) for troubleshooting. The system was hitting limit, rotated psms to center and restarted with no issues noted. The system was verified and ready to use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the patient side cart (psc) repeatedly faulted. At the time of the fault the psc was being brought into the room to be connected to the rest of the system. When the system was powered on, repeated 23022 errors occurred. The psc could not be driven either. The customer power cycled the system and tried to recover the fault several times, but the fault returned. The technical support engineer (tse) had the customer perform a hard power cycle of the psc, but the fault returned. The customer used a different psc for the procedure. There were no reports of patient involvement.